Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 30) during the load process. Additionally, the insulin gauge was inaccurate. Customer loaded a new cartridge and resumed insulin delivery. The customer's blood glucose was 250-300's mg/dl.